Event description:
Three incidents of blood leaks with CT 190g dialyzers. All 3 incidents occurred on reuse. The reuse numbers were 22, 3, and 3. All 3 incidents occurred within the first hour of treatment and were confirmed with hemastix. Treatment was stopped and restarted with new disposables and continued without incident. The estimated blood loss was 200-250cc per incident. Tm reports that there are no pt injuries or medical interventions associated with these incidents.